Manufacturer narrative:
Final device investigation found that the device was returned with no packaging in good visual condition. There were no nicks or damage to the cutting edge teeth. There were light scouring marks on the interior surface of the outer shaft. Upon eval, the inner blade and outer shaft were rotated on their own axis and no metal to metal contact was observed. The device then was connected to and run on a generator for approx one minute. The device spun freely with no metal shavings produced. The device was returned with a photograph of what appeared to be metal particles in the pt's joint space. The instructions for use sate" excessive "side-loading" on the blade during use does not improve cutting performance, and in extreme cased, may result in wear and degradation of the inner blade."

Event description:
It was reported that during an arthroscopy of the shoulder metal shavings appeared in the pt while using the device. The shavings were removed from the pt as well as possible irrigation, and there was no pt injury. The case was delayed to get a new shaver tip, although the delay was not significant.